Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during in-service, it was observed that the attachment device was overheating and the color code was stripped off. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and identified no problem. Therefore, the reported condition was not confirmed. The assignable root cause could not be determined. However, it was observed that color bands were missing as the device was manufactured prior to the color code marked on the devices. If additional information should become available; a supplemental medwatch report will be sent accordingly.